Event description:
During the review of the pt's programming history in the MFR's programming history database, high lead impedance was observed a few weeks prior to the pt's prophylactic revision surgery of the pulse generator. The pt's pulse generator was revised and diagnostics later performed were showing within normal limits. At this time there are no adverse issues reported on the pt so there are no plans for revision at this time.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.